Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. During routine sampling for microbiological analyzes, pre and post disinfection samples were taken on (B)(6) 2022. On (B)(6) 2022 a positive report was received for m. Chimaera on a post-disinfection sample. It was stated that the instruction for use were followed. The customer required deep disinfection to solve the reported contamination. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Laboratory report was provided. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication under previous complaint from the same hospital , livanova learned that the device was cleaned regularly per the instruction for use and the water quality monitoring is applied and the h2o2 checked every day. A disposable pall-aquasafe water filter with an 0.2 membrane for tap water or equivalent performance filter is used and when the device is not used,it is store generally full of water, but if the customer has a period of less surgical activity he decide to stop a device and in this case he leave it empty, but continue to follow the IFU and therefore wash every 14 days and h2o2 checked daily. The hospital does not use reusable blankets. Prior to initial operation and prior to storing the heater-cooler the surfaces are disinfected one time in a day and water circuits in every case. 3t aerosol collection set is replaced after the allowed use period. The device is placed outside the operation theater during use. The most likely root cause of the reported contamination can be related to the location where device is used/stored. However, no additional information is available and the exact root cause cannot be determined. The device will be sent to the manufacturer site for deep disinfection in order to solve the reported issue.